Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that ophthalmic knives were found to be dull. Patient and procedure details were not reported. No patient impact was reported.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. Seventeen opened knives, without sheathing, blade exposed in blister were received for the report of dull knives. Samples were visually inspected and found to be nonconforming. Sample 9 and 12; blade had damaged cutting edge. Sample 1-8, 10-11, 13-17; blades had bent tip and damaged cutting edge. Functional penetration testing was not performed due to damage of returned samples. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria the exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of dull knives. The exact root cause for the damaged knife sample is unknown, therefore specific action with regards to this complaint cannot be taken. A nonconformance investigation is currently in progress to investigate the failed penetration testing for cutting instruments. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and damaged cutting edge exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.